Event description:
Customer reported a hospitalization for a high blood glucose of 400 mg/dl and diabetic ketoacidosis. The blood glucose reading at the time of the report was 386 mg/dl. Customer treated with manual injection. Customer expressed symptoms of vomiting and thirst. Customer was wearing the insulin pump at the time of the event. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She stated that the bolus wizard and basal settings were correct. Customer was advised to run a manual prime and stated that insulin did not exit and that the insulin pump did alarm for no delivery. She stated that the insulin also appeared to be cloudy. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.